Event description:
It is reported that upon impacting the ceramic liner it would not seat properly. The surgeon then attempted 2 more attempts. The surgeon removed the cup and placed a new cup and liner.

Manufacturer narrative:
Evaluation summary: the liners had witness marks where the liner had contacted the shell, indicating that it had been impacted while it was in a canted position. The returned shell was measured to print specifications. Functional test confirmed that two ceramic liners were able to be assembled with the returned shell. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification.